Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-25591. Related manufacturer reference number: 2017865-2021-25592. It was reported a patient presented with an infection on their pacemaker, right ventricular lead, and atrial lead. The system was explanted on an unknown date. Post-procedure the patient status was unknown.